Manufacturer narrative:
One medfusion 3500 pump was received in used condition. The customer's reported problem of motor rate error was confirmed through functional testing. The root cause of the problem was identified as ware from normal use. The pump passed all functional tests after the following components were replaced: top case, right / left plunger case, plunger cable and battery door, stepper motor, worm coupling and worm gear, barrel clamp guide (cracked), barrel clamp rod, tapered spring due to contamination, battery, and cable guard.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.